Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint (B)(4).

Event description:
It was reported that during an initial procedure the g7 liner would not seat properly. Subsequently, the liner was removed and replaced with another liner without delay. The cup was not removed. No known adverse event was reported as a result of the malfunction.